Event description:
Per bedside rn: "I had an order for a 12 lead EKG. I used the cables in the room. And when I plugged in the 12 lead EKG, the screen went blank. I switched out the 12 lead cables, the regular EKG cables and the cord from the monitor to the cables and the screen still went blank. I finally had to use the portable 12 lead EKG machine and I was able to obtain a 12 lead." Clinical engineering analysis: this has been a recurring problem. When using the solar 8000 in the 12 lead EKG mode, if the signal is poor due to electrode impedance or movement artifact, the EKG sector on the display goes blank and the error messages (if there are any) do not guide the user to the problem. This results in a considerable amount of time wasted trying to troubleshoot the system during which time the patient goes essentially unmonitored for EKG. Frequently the reason for doing the 12-lead EKG in the first place is due to some deterioration in the patient's condition, so this is a critical time to maintain monitoring. This problem has been ongoing sporadically since we started using the solar 8000i monitors 4 years. The device serial numbers are from the same batch. The problem is not isolated to a particular monitor and has been observed on several different monitors.======================manufacturer response for bedside patient monitor, ge (per site reporter).======================investigation is ongoing. Ge suggests the issue is caused by poor skin prep and/or patient movement.